Event description:
(B)(4). My doctor attempted to place the first device in my right tube and was unable to then proceeded to place the left device with difficulty. When I returned home I was in extreme pain all in my lower left abdomen and down my leg. I was also bleeding. Called my doctor he sent out pain meds but did not have me come in and told me it was just spasms and would pass. Its now 2 and a half weeks later still in horrible pain and bleeding. I also can feel something metal stabbing me on occasion. Went to the ER last friday they found that the device had migrated and was poking against the side of my left fallopian tube also it is starting to protude into my uterus. I now have to have a hysterectomy as soon as possible to remove the device. Surgery is the (B)(6). This device destroyed me in 2 weeks.